Event description:
The customer reported to customer service that her pump in style breast pump has low suction. The customer did troubleshooting, replacing spare parts, but that did not correct the issue and she developed mastitis.

Manufacturer narrative:
A replacement pump in style breast pump has been sent to the customer. In follow up with the customer, the customer stated that she was diagnosed with mastitis on (B)(6) 2013 and prescribed cephalexin 500 mg. On (B)(6) 2013, she was treated again for mastitis with dicloxacill 500 mg. She also saw a lactation consultant and was advised to use a larger breast shield and switched to 27mm. She is now using her replacement pump and she is feeling much better. On (B)(4) 2013, a medela clinician called and spoke with the customer who reported to cs that her pnsa had low vacuum. She had developed mastitis and needed to pump while under treatment. When we talked today, she acknowledged receiving the replacement pnsa sent by cs and finds that it works much better. She has prepared her original pump for return to medela for analysis. She completed a course of cephaloxin, but the mastitis did not respond well to that antibiotic. She is now taking doxycycline and is feeling better. Product has been replaced and customer is receiving medical attention. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambac, 4th ed p. 294: breastfeeding and human lactation. The pump has been received at medela but has not yet been evaluated by a quality engineer. Should add'l info resulting in new, changed, or corrected info be received, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).